Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the right atrial lead exhibited poor sensing and high thresholds. During lead revision on (B)(6) 2015 fluoroscopy confirmed that the lead was dislodged. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced. The patient tolerated the procedure well and would be monitored with normal follow up.